Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: it's noticed that prn loosen from the catheter junction and result in blood leakage. The leaked blood supposed to be 50 ml. No further injury to the patient.

Event description:
It has been reported that one bd intima-ii¿ closed IV catheter system has been found experiencing leakage during use. The following has been provided by the initial reporter: it's noticed that prn loosen from the catheter junction and result in blood leakage the leaked blood supposed to be 50 ml no further injury to the patient.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8079031. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the returned device was investigated and found to be free of deformation, damage, or other defects. Based on the facilities description of the event, they determined that the device functioned properly for two hours before the cap was loosened. The loosening of the cap cannot be associated with the manufacturing process. H3 other text : see h.10.